Event description:
A malfunction alarm, identified as malf 9, was reported by the customer. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if any issues arose again.